Manufacturer narrative:
The operator contacted the siemens customer care center (ccc) to inform a tip tray jammed on the atellica im 1300 analyzer. The customer permitted siemens to troubleshoot via the smart remote services (srs). Siemens reviewed the inventory supplies and noted the tip supply was empty. The customer was instructed by siemens to load tip trays. Siemens verified the performance analyzer and noted the tip loader failed the home routine. The customer removed the panel covering the tip waste area to remove a stuck tip tray and stated that her arm was scratched on the analyzer's side. The customer indicated that personnel protective equipment (ppe) was worn during troubleshooting and did not seek medical attention. Siemens performed a diagnostics test and verified the performance of the tip loader and the supplies issue resolved. The analyzer was performing as expected, and no further action was required.

Event description:
The operator scratched her arm on the side of the atellica im 1300 analyzer while troubleshooting a tip tray jam. The operator informs that personnel protective equipment (ppe) was worn and did not seek medical attention. There are no reports of patient intervention or adverse health consequences due to the scratch on the arm.